Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device showed tf 9950. No patient involvement

Manufacturer narrative:
Follow-up 1: investigation outcome. It was reported that the device alarmed with tf 9950 and approximately 7 minutes after ventilation start, the device delivered unexpectedly large volumes and abnormal parameter values; no patient involvement was reported. Logfile review shows repeated occurrences of tf 9950 (watchdog u-processor fault) along with additional watchdog and gcp-related technical faults (e.g., tf 9907, 9705, 9706), indicating instability in control/communication subsystems . The event timeline also includes multiple power interruptions (loss of mains power) and frequent disconnection, flow sensor, and volume-related alarms prior to the fault, suggesting unstable operating conditions or signal inconsistencies. High frequency and high minute volume alarms were recorded shortly before the reported behavior, aligning with the complaint of ¿large volumes.¿ the presence of watchdog faults points to a system reset or processor communication failure, which can lead to transient uncontrolled outputs. Investigation supports a probable root cause of hardware or communication failure within esm boards (ip/vu), consistent with watchdog-triggered resets. An ip esm and a vu esm were sent to customer to address the reported issue. The manufacturer has not received any further information upon request, nor have we received any further complaints about this device, so it is assumed that the problem has been solved after replacing the ip and the vu esm. Hamilton medical ag considers this case closed.